Event description:
It was reported to philips that fluoroscopy on the allura device had locked up. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported problem that the fluor system was locked up. The philips field service engineer (fse) inspected the system onsite and was unable to duplicate the reported issue. The fse confirmed that no problem was detected with the system. The reported problem did not reoccur, and the fse confirmed that the system was in good working order. The codes were updated based on the investigation outcome. Evaluation method cod was corrected.